Event description:
Caller states that a patient allegedly received the following results, with two different meters, within 10 minutes: hi (greater than 600 mg/dl) (inform system 1) and 232 mg/dl (inform system 2). Caller is uncertain whether all readings were from fingersticks. Caller states that controls were run and passed prior to the incident; however, actual results were not provided. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform system 1. Reference medwatch with a1 patient identifier (B)(4). For the inform system 2. Other text : na.